Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. A technical summary written by edwards applies to this event, therefore an engineering evaluation is not required. The complaint was confirmed by visual inspection of the returned device. The product was returned; however due to the device condition, no functional or dimensional testing was able to be done. The following was observed during the visual inspection. Crimped thv: multiple struts bent outward at inflow side. Post expanded thv: bent struts remained post expansion, valve frame slightly canted, leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Multiple struts bent outward at inflow side, bent struts remained post expansion/valve frame slightly canted, leaflets wrinkled and dehydrated. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. Product risk assessment is also captured in the technical summary, which applies to this complaint event. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. As reported, 'angulation was present.' Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As reported, 'the team struggled a little to advance the valve and delivery system through e-sheath.' The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in'place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. Based on available information, investigation suggests that procedural factors (excessive device manipulation, high push force, steep insertion angles) may have contributed to the reported event. The technical summary is applicable to this complaint evaluation and no further engineering evaluation is required at this. Control limits are managed and assessed through this document. Product risk assessment is also captured in the technical, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in difficulty or the inability to introduce delivery system/loader and advance through sheath, prolonging procedure, which did occur during this event. Trending analysis indicates complaint rates are within the (B)(6) 2023 control limit. As the complaint did not exceed the pra re-escalation threshold, no further action is required. See attachment for pra leveraging memo. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by the field clinical specialist, resistance was reported advancing the valve and delivery system through the e-sheath. The patient was noted to have been 400 lbs, so angulation was present. The e-sheath was repositioned, and the delivery system was able to be advanced. During alignment, bent tines were observed. The team was able to pull the valve and delivery system back into e-sheath, and both devices out as a unit. There was no patient injury.